Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that upon starting up the device, a "check patient" error message appears. There was no patient involvement reported.